Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, increase in pacing lead impedance within a year was observed. No resolution was taken yet. Changing the alert limits for monitoring was recommended but the changes were not made.